Manufacturer narrative:
Lead model 39565-30, serial #(B)(4), implanted: (B)(6) 2008, extension model 3708160, serial #(B)(4), implanted: (B)(6) 2008, extension model 3708160, serial #(B)(4), implanted: (B)(6) 2008, programmer model 37743, serial #(B)(4).

Event description:
It was reported electrode 10 was broken, and the patient had a loss of therapeutic effect. The patient had more pain in her arm in the last 3 months that was not being covered as it had in the past. There was no known accident or incident related to the event. Additional information has been requested, a follow-up report will be sent if additional information becomes available.